Event description:
The physician used the guide in a radial approach. The physician torqued the guide 3 times in the ascending aorta. The guide catheter kinked 10cm from the distal curve. The physician inserted a .035" angiographic wire through the guide and succeeded to retrieve it from the pt. The physician noticed that the guide was partially broken (2 parts were still attached). The physician used another device to complete the case. No adverse event. Pt is reported to be fine.